Manufacturer narrative:
Additional information was received, and the customer&#39;s country name was corrected.

Event description:
It was reported that a pre-tested 39f bronchial catheter sheared a bougie during intubation. Upon removal of the bougie, it was observed to have sheared plastic around the proximal bifurcation of the bronchial catheter. The patient of this thoracic case had a difficult airway, and re-intubation was required. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Covidien reference: (B)(4). One left hand endobronchial tube was received for investigation. A visual examination confirmed that there was a piece of blue material contained in the main stem of the tubing, but no sign of sharp edges. The portion of material was removed from the tubing. Examination confirmed that the material is similar to the material in the intubating catheter. However, there are a lot of scratch like markings on the main stem and this portion cannot be matched exactly to the damage noted on the intubating catheter. Review of information received from the customer confirmed that they used the incorrect size of intubating catheter. No corrective action required at this time, as the event was caused by user error.